Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "surgical removal of lymph nodes, capsulectomy and explant of the recalled biocell textured implant; development of seroma and lymphadenopathy; and evaluation of bia-alcl."

Event description:
Patient representative reported "surgical removal of lymph nodes, capsulectomy and explant of the...textured implant; development of seroma and lymphadenopathy; disfigurement due to fear of undergoing reconstruction or re-implantation of an alternative implant , severely harmed, and has endured pain, suffering, disability, impairment, disfigurement, increased risk of developing cancer, inconvenience, loss of enjoyment of life, aggravation or activation of preexisting conditions, scarring, and incurred costs for medical care and treatment, loss of wages and wage earning capacity, and other economic and non-economic damages. The losses are permanent and continuing in nature." This record is for the right side. The device has been explanted.